Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned in two(2) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint ¿line which goes through the whole optic was discovered in iol.¿ the product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on the returned segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), a line was noted through the entire optic of the lens. The lens was removed during the initial procedure with no impact reported on the patient. Additional information was requested.